Event description:
This case was reported by a consumer and described the occurrence of addisonian crisis in a pt who received poligrip (super poligrip original denture adhesive cream) cream for loose dentures. The consumer called to report a product quality issue on a tube of super poligrip not involved with the event. A physician or other health care professional has not verified this report. The pt's past medical history included phlebitis. Concurrent medical conditions included addison's disease, hypertension, hypothyroidism and macular degeneration. Concurrent medications included florinef, thyroid medication, coumadin, salt, propranolol, captopril and norvasc. In 08/2004 the pt started poligrip (dental). Two months later, the pt experienced diarrhea and weakness and was hospitalized for 5 days where pt was diagnosed with an exacerbation of addison's disease. The pt was treated with IV cortisone. Treatment with poligrip was continued. The events resolved.